Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler showed signs of physical damage. The heater tray was damaged/scratched. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment with reduced dwell settings was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to filling/draining complications, and that the patient was being looked at for a possible infection. Follow-up with the pdrn revealed the patient presented to the emergency room on (B)(6) 2025 (symptoms began (B)(6) 2025) with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was formally admitted. The patient was treated with intravenous (IV) vancomycin 1500 mg daily, and IV unasyn 1500 mg daily (durations not provided). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative neisseria bacillus and staphylococcus. Although the timeline of events is unknown, it was reported the patient¿s pd catheter (not a fresenius product) was removed and they were transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without known issue. Per the pdrn, the patient attributed the peritonitis to a touch contamination event, but no definitive cause was provided by the pdrn. However, based on the pdrn¿s written response, there was no report of a fresenius device(s) and/or product(s) being deficient or malfunctioning in any way. As of (B)(6) 2025, the patient remained hospitalized and was recovering from the serious adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to filling/draining complications, and that the patient was being looked at for a possible infection. Follow-up with the pdrn revealed the patient presented to the emergency room on (B)(6) 2025 (symptoms began (B)(6) 2025) with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was formally admitted. The patient was treated with intravenous (IV) vancomycin 1500 mg daily, and IV unasyn 1500 mg daily (durations not provided). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative neisseria bacillus and staphylococcus. Although the timeline of events is unknown, it was reported the patient¿s pd catheter (not a fresenius product) was removed and they were transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without known issue. Per the pdrn, the patient attributed the peritonitis to a touch contamination event, but no definitive cause was provided by the pdrn. However, based on the pdrn¿s written response, there was no report of a fresenius device(s) and/or product(s) being deficient or malfunctioning in any way. As of (B)(6) 2025, the patient remained hospitalized and was recovering from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, pd catheter (not a fresenius product) removal, antibiotic therapy, and transition to hd for renal replacement therapy (rrt). The patient attributed the peritonitis to a touch contamination event; however, no definitive cause was provided by the pdrn. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Neisseria mucosa is commonly found in the upper respiratory tract and is considered pathogenic in those patients with an impaired immune system. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.